Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd luer-lok¿ syringe sterile, single use, 1 ml, the stopper was deformed. The following information was provided by the initial reporter: reporter stated that after a dose of eylea was drawn up into the syringe, the operator noticed that the plunger of the syringe looked crooked and partially stuck. Due to the "crookedness" of the plunger, the operator was unable to determine the exact amount of solution in the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-03-01. H6: investigation summary: three photo and one loose 1ml ll syringe (p/n 309628) with customer attached tip cap was received. The sample was visually evaluated. The sample was observed to have a stopper that was jammed and curled towards the flange of the syringe. The observed condition was non-conforming per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #8277864 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that while using a bd luer-lok¿ syringe sterile, single use, 1 ml, the stopper was deformed. The following information was provided by the initial reporter: reporter stated that after a dose of eylea was drawn up into the syringe, the operator noticed that the plunger of the syringe looked crooked and partially stuck. Due to the "crookedness" of the plunger, the operator was unable to determine the exact amount of solution in the syringe.